Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, right atrial, and left ventricular leads were explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
It was reported that the products would try to be retrieved for their return to boston scientific. Investigation is complete to this point. Should additional information become available, this event will be updated.